Event description:
Aair+ programming with histograms showing predominantly v-paced rhythm. Discussed with caller to assess atrial capture, acm is off. While the lack of conduction from the ap is likely due to patient's lack of conduction based on % vp, ensure that the atrial lead is capturing. Consider whether mvp is optimal programming for the patient's device. Consider increase in atrial sensitivity due to low amplitude p waves and consider pvab absolute (with appropriate intervals) for possible far field oversensing. At/af episode #5326 shows markers suspicious of far field that contributed to at/af detection. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).